Event description:
It was reported the device was used during a hand assisted laparoscopic cryoablation of a renal mass, the lap disc disintergrated. Were able to retrieve all pieces, and pulled a new one to continue without patient consequence.